Event description:
It was reported that the device was used during an unknown procedure. The tissue pad has loose in some places, the pad is still connected to the jaw at this time. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 12/17/2008. Information anticipated, but unavailable at this time.